Event description:
About a year after getting my allergan cohesive gel implants I have developed chronic fatigue that has gotten worse. Severe joint pain, hair loss, brain fog, anxiety, reoccurring sinus infections, ibs, severe pain in r breast.